Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that for the past year, the pump battery has been observed to drop quickly after being connected to a power source. Review of pump history at the time of the report showed the pump battery dropped from 40% to 15% while connected to a power source. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.